Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The subject device¿s paddle was stuck in the connector. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that following the completion of a diagnostic procedure, it was discovered that her olympus evis exera ii video system center¿s paddle was stuck in the connector. This happened after the procedure was done and had no impact on the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the investigation results, the cause of the defective video connector likely occurred due to long-term use. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.